Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x24mm drug eluting stent into an unknown vessel. The stent was unable to cross the lesion. When the stent was removed the tip was found to be frayed. The damaged stent was exchanged for another taxus stent and the procedure was successfully completed. No pt complications were reported.